Manufacturer narrative:
H6: investigation summary one photo was returned by the customer. It was reported that the tubing stopped infusing. The photo shows the tubing, however it does not verify the complaint. A device history record review for model 2202-0007 lot number 20086801 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that as lvp 20d 1.2m experienced a case of flow issues, being clogged/blocked/occluded, and air bubbles/air in line. The following information was provided by the initial reporter: material #: 2202-0007 batch/lot #: 20086801 IV lipid tubing stopped infusing. The lipids had been paused to infuse a medication, when they were restarted the IV pump started alarming "occlusion patient side". The lipids were disconnected and the line was flushed and it was patent. When the staff tried to run the lipids through the tubing we noticed an air bubble at the filter. They wouldn't run even with all clamps open (disconnected from patient) we placed old tubing m bag and changed to new tubing. Tubing clogged after pausing intralipid infusion for medication administration. Tubing had been hanging for approximately 12 hours. Infusion paused for approximately 30 mms for med administration through the line (but not through this tubing). Lot number provided below is from current stock on shelf, not necessarily the product that was used for this patient.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 1.2m experienced a case of flow issues, being clogged/blocked/occluded, and air bubbles/air in line. The following information was provided by the initial reporter: material #: 2202-0007. Batch/lot #: 20086801. IV lipid tubing stopped infusing. The lipids had been paused to infuse a medication, when they were restarted the IV pump started alarming "occlusion patient side". The lipids were disconnected and the line was flushed and it was patent. When the staff tried to run the lipids through the tubing we noticed an air bubble at the filter. They wouldn't run even with all clamps open (disconnected from patient) we placed old tubing m bag and changed to new tubing. Tubing clogged after pausing intralipid infusion for medication administration. Tubing had been hanging for approximately 12 hours. Infusion paused for approximately 30 mms for med administration through the line (but not through this tubing). Lot number provided below is from current stock on shelf, not necessarily the product that was used for this patient.